Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Following one unit received, performed visual inspection and no physical damage to connector pins, cow catcher or case was noted per visual inspection. No traces of moisture/contamination were noted at connector pins per visual inspection. After two hours the unit was able to charge properly. After removing device from charger, the green led flashed properly. Unit passed functional including rf/ble test/downgrade/download/association/accuracy test. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced loss of communication between the transmitter and the pump. The customer reported no adverse event. The event involved product(s) mmt-7841zn, mmt-1884. Troubleshooting was performed for smart guard updating and confirmed that customer was requesting assistance with entering auto basal. Reviewed auto mode readiness and smart guard checklist screen. Troubleshooting was performed for communication issue and confirmed that transmitter serial number was deleted from pump and re-paired but transmitter would still not communicate and not trigger a sensor connected alert. No harm requiring medical intervention was reported. Product return is required for mmt-7841zn. No product return is required for mmt-1884.